Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a loose connection between the luer lock and the infusion set. Reportedly, the customer was able to tighten the luer lock connection. The customer also observed air bubbles in the tubing. The customer reported a blood glucose level of 219 mg/dl and delivered a bolus.